Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. A faulty patient board was discovered and causing not image to appear when 180 series scopes were used. Additionally, the unit was equipped with the old version main switch and outdated software. It is recommended that both of these be updated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his evis exera iii video system center was not producing an image during procedure preparation. According to the initial reporter, the procedure type is unknown, but it was completed using another scope with no patient harm noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.